Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and the clip broke; the clip is still in the jaws of the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. The analysis results of the device found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator did not show up. This finding is not related to the reported event. A batch record review was performed and no anomalies were found during the manufacturing process.